Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact timing and cause of the left ventricle (lv) perforation could not be determined, investigation results suggest/indicate, procedural factors (manipulation of the devices), in addition to patient factors (female gender, advanced age) likely contributed to the lv perforation and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed using 1ml less than nominal volume in the intended position. After valve deployment, no abnormality was observed on tee. The patient was extubated and transferred to the ccu with stable blood pressure (bp). While in the ccu, a medication was administrated for high blood pressure. After a while, the bp decreased and became unstable. Radiography revealed cardiac tamponade. Drainage was performed, but the patient suffered from shock with a bp of 77 mmhg. Hemodynamics could not be maintained by percutaneous cardiopulmonary support (pcps). Emergent open heart surgery was performed and a hematoma was detected in the apex. Despite the surgical treatment, the patient could not recover from shock and expired on postoperative day (pod) 1. The cause of death was reported to be cardiac tamponade due to left ventricle (lv) perforation. The procedural cine video was reviewed, but timing of the lv perforation could not be determined. The native annular diameter measured 19.5mm by tte. Mild aortic valvular calcification and no aortic root calcification was reported. No porcelain aorta, horizontal aorta or septal hypertrophy was reported.